Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse tested the integrated electrosurgical unit (iesu) generator and was able to fire normally with no issues. Although the iesu generator was found to be functioning properly, the fse replaced the generator as a preventative measure. Isi has received iesu generator for failure analysis evaluation. The unit was installed onto a test system and functioned as expected. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the patient sustained a port site burn from a bovie pencil. The third-party bovie pencil was unintentionally pressed, activating the cautery and causing a burn at one of the port sites. A visible superficial burn was noted, and ointment was applied. The robotic procedure was completed without any complications or issues related to the da vinci system. There were no reports of arcing or any complications related to cauterization with specific da vinci instruments intraoperatively. The patient has been seen by the burn clinic for continued burn wound care. The patient is recovering well from the myomectomy.